Event description:
It was reported that during an lv (left ventricular) lead implant procedure, as the physician began to slit the catheter it broke into two pieces after about 10 cm. The physician was able to slit the rest of the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: the mechanical operation of the catheter shaft was separated from the hub, a spiral slit was noted, and visual summary analysis noted the catheter was damaged during use.